Manufacturer narrative:
Investigation: visual inspection: no significant deformations of damage of the valve was detected during the visual inspection. Permeability test: a permeability test has shown that the progav is permeable. Adjustment test: the progav was tested and is not adjustable throughout the normal range. Braking force: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Results: it should be noted that the progav valve was received dry (not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquid and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. First, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves was detected during the visual inspection. Next, we tested the permeability, adjustability and opening pressure of the valve. The progav was permeable but could not be adjusted to all settings. Finally, we have dismantled the valve. Inside both the valves, we have found build-up of substances (likely protein). Based on our investigation, we confirm the progav valve was not adjustable at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in our literature the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Height: 143 cm. When additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that the valve is not adjustable. The reporter indicated a 8 year 6 month post operative valve is not adjustable. The valve was explanted. Additional details of the event is not available.